Manufacturer narrative:
(H3,h6): manufacturer representative confirmed battery indicator was flashing red and damaged door winch assembly. Replaced battery trays 8 <(>&<)> 1, verified battery voltage. Removed damaged screws, replaced door slides and door winch assembly according to service manual. Verified door open/close operation, replaced lower 135 degree cover return to service. Codes:b01, c07 <(>&<)> d02. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429, serial/lot #: -/-, ubd: , UDI#: ; product ID: bi71000163r, serial/lot #: -/-, ubd: , ud I#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the system lost all power after being placed around the patient and the open door button was not functioning. They were unable to perform a manual emergency open for an unknown reason. They were able to get the patient away from the imaging system without disassembling the table. This was for the final spin no delay to the case. No power <(>&<)> unable to open. This issue occurred intraoperatively and caused a no surgical delay. There was unknown reported impact on patient outcome.

Manufacturer narrative:
H2-3) the part was returned to the manufacturer for evaluation. After functional testing and visual/physical examination. Confirm reported complaint, "no power unable to open." Test winch motor with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Visual inspection shows the center cog idler gear mount was bent, the teeth show wear and the cable was frayed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429, serial/lot #:(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.